Event description:
Additional information has been requested and received stating the patient is happy now.

Manufacturer narrative:
Additional information provided in a.2., b.3., b.5., b.6., and d.10. The manufacturer internal reference number is: (B)(4).

Event description:
Up on further review it was identified that the patient had an explant due to implantation of wrong iol power. Hence this file is no longer reportable.

Manufacturer narrative:
The initial decision to report was incorrect resulting in the initial report being submitted in error. This report does not meet criteria of serious injury. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that after an intraocular lens (iol) implant surgery, a patient experienced poor vision. The surgeon removed the lens on a secondary procedure with the reason of wrong iol power. Additional information has been requested.